Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated this device. The evaluation found that the constant close door messages were caused by a loose link screw. The link screw was adjusted during evaluation with everything operating as expected. The link screws were replaced during the repair process.

Event description:
It was reported that a device alarmed for a constant close door message. There was no patient incident.